Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported difficulty removing the device could not be determined; however, the reported balloon tear appears to be related to operational context. Possible factors that can contribute to difficult to remove/resistance with the guiding catheter post-inflation include, but are not limited to, loose balloon folds, guiding catheter lumen obstructions, kinks, bends or procedural technique. Additionally, it is likely since there was difficulty removing the device, the balloon interacted with the guiding catheter such that it became damaged and tore during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending artery (lad). A 3.5x20mm trek rx balloon dilatation catheter (bdc) was used for vessel dilatation and inflated to nominal pressure. During withdrawal the balloon interacted with the guiding catheter and was noted to tear. The bdc could not be removed therefore the bdc, guiding catheter and guidewire were removed as a single unit and replaced with new devices and the procedure was completed. There were no adverse patient effects nor clinically significant delay. No additional information was provided.